Event description:
The trunion lock of a crwprecise seized and would not release the clutch during a deep brain stimulator implantation. The customer confirmed that the pt did not incur an injury, however the pt was anesthetized when the problem occurred. The doctor had to manually force the arc into the correct "ring" position after determining the cause of the malfunction which was a mechanical problem. No extraordinary medical intervention was required and at no time was the pt in danger. The mechanical problem added approximately 20 minutes to the surgical procedure. The stereotactic deep brain stimulator implantation outcome/current status - pt's deep brain stimulation was successful and the status/result is excellent.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.